Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the high impedance was not known. The healthcare provider (hcp) removed and replaced the leads as well as the ins. The high impedances and stimulation feeling different/grabbing was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient who was implanted with a neurostimulator (ins) that was implanted for spinal pain. It was reported that 8-15 contacts were all showing over 10,000 ohms. Patient reported stim felt differently and they felt a "grabbing" sensation in their back when stim was on. Rep tried reprogramming with no resolution. Caller stated they were doing revision today and will check leads intra-op and replace if necessary. Caller reported that they saw impedance issue on (B)(6) 2018, beyond this, they did not know when the issue started. No further complications were reported/anticipated.

Manufacturer narrative:
A follow up report will be sent once analysis is complete. (B)(4). Implanted: (B)(6)2007 explanted: (B)(6) 2018 product type lead product ID 3778-60 lot# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found the stim lead body conductor broken, anchor site unknown. Analysis of the lead ((B)(4)) found the stim lead body conductor broken at the titan anchor site. Product ID: 3550-39, serial# unknown, product type: accessory; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. Stim lead/body/conductor/broken/anchor site unknown stim lead/body/conductor/broken/at titan anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3550-39, serial# unknown, product type: accessory, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2018-, product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.